Event description:
Device malfunction: cuff miss (device #1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed and two add'l proglide devices were attempted with the same results. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. Device #2 - proglide (part#12673-05; lot#63038-6h), device #3 - proglide (part#12673-05; lot#63056-6h), are being filed under separate medwatch reports.